Manufacturer narrative:
A cartridge lot number search was performed and six similar complaints were found. An injector lot number search was performed and one similar complaint was found. Conclusions: based on the complaint history and the lot number searches, a specific root cause of the event could not be determined.

Event description:
The reporter stated the haptic of an eyeonics lens tore while being loaded into the cartridge. There was no pt contact. The reporter stated it was the surgeon's opinion that the likely cause of the iol damage was due to the mtc-60c fp cartridge.